Event description:
(B)(6): customer reports via phone that during a urology procedure, the system collimator showed an error and system would not fluoro. Staff moved the patient to another room where the procedure was completed without further incident. Customer provided no further patient or procedure information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Tech service troubleshot and explained how to use the override key on the back of the collimator to override the interlock, then to ensure the blades are collimated to the area of interest. This would override the interlock and allow them to expose. Tech service advised that they need someone to evaluate / repair the collimator and customer said she would call back if they desire a field engineer to come service the collimator. Product monitoring followed up with customer on (B)(6) 2014 and the customer reported that they turned the override key to manual then turned the override key back to auto and that they have not had any problems with the collimator since. No other reported issues. System fully functional. Customer did not request service.